Event description:
Facility staff attempted to utilize the device to pace a patient diagnosed with an unspecified myocardial infarction. Reportedly, the device failed to pace the patient. The basis for this allegation was a lack of patient response to pacing current. A backup lifepak 12 defibrillator/monitor was connected to the patient. The pt was then successfully paced. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the event, due to use of the backup device.